Manufacturer narrative:
We received one vamp adult system for examination. No priming solution was visible inside of the kit. The reported event of "particle visible in the tubing" was confirmed. A dark brown particulate was found inside of the pressure tubing of vamp adult system. The particulate was approximately 0.075"x0.033" in size and 5" away from the female connector at the end of the vamp system. The particulate was found attached to the inner surface of pressure tubing and did not get flushed away during continuous 5 minutes of flushing. A follow up report will be forthcoming with the chemistry results. Lot number was not provided, therefore review of the manufacturing records could not be completed. The 510k is unknown at this is a custom define product.

Event description:
It was reported that immediately after unpacking this pressure monitoring set, a particle was visible in the tubing. There was no patient consequence as it is an out of box failure. The packaging material was discarded therefore the lot number was not available. Device will be returned for evaluation.

Manufacturer narrative:
Chemistry results found that the unknown dark brown particulate showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material.